Event description:
It was reported the right atrial (ra) lead had far field r-wave oversensing on the electrogram. It was noted that this appeared to be a chronic finding and the p-waves were 1.5 millivolts. The physician elected to explant and replace the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.